Event description:
It was reported that a 38-year old caucasian female patient underwent breast prosthesis implantation surgery with two 450cc mentor memorygel breast implants. Post-operatively, the patient suffered a possible trauma during a car accident. The patient thought the seatbelt pushed the left breast down and the right breast also had a capsular contracture (baker grade IV). As a result, the patient has been scheduled for bilateral breast implant removal on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture after car accident (trauma). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 27, 2022, mentor received additional information indicating that the patient has also been diagnosed with breast implant rupture. It was not specified if it was a bilateral rupture, so for now both implants will be reported ruptured, and a supplemental report will be submitted when clarifying information becomes available. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On december 6, 2022, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.